Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported difficulties, surgical intervention to remove the stent and prolonged hospitalization appear to be due to circumstances of the procedure. The difficulty advancing resulting in stent deployment was likely due to interaction with the moderately calcified, heavily tortuous, 80% stenosed lesion. It is likely that during advancing against resistance, the distal stent sheath pulled back resulting in stent deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous, 80% stenosed lesion in the left superficial femoral artery (sfa). A 6x100mm absolute pro self-expanding stent (ses) was being advanced when the delivery catheter met resistance with the anatomy while re-positioning the sheath. An attempt was made to remove the device when the device inadvertently deployed, and the proximal end of the stent separated from the delivery system in the common femoral artery. The patient was sent to surgery to remove the foreign body, resulting in a delay in treatment. The patient was kept overnight for observation. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.